Event description:
It was reported that during a surgery with pangea, the surgeon inserted the screw, and when he inserted the poliaxiality alignment tool, the screw head broke.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records (DHR) was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and the assembly was disassembled into components. The body had visible witness lines in the inside diameter showing the assembly path of the sleeve and damage in the dovetail area. The screw had damage to the t25 stardrive internal area and had compression grooves on the head. The collet had galling and was still attached to the screw head. The sleeve had damage and marks to the outside diameter and the 9.7 mm diameter feature that locks with the body. All described visual non-conformities would be post manufacturing. All raw material composition was verified, with the exception of the collet. Due to the collet still being attached to the screw, there was no definitive way to confirm which component is being analyzed; however, DHR review verified correct raw material for the collet. This complain is invalid from a manufacturing standpoint. A product development evaluation was also performed. The implantation technique at the time of the event is unknown and no other instruments were returned with the implant. The event description says that the alignment tool was used on the screw after it was inserted. If the screw angulation is locked or partially locked when the user attempts to turn the head of the screw with the alignment tool it may lead to the disassembly of the implant. It is possible that the user may have partially locked the angulation of the screw during the implantation process. It is obvious to the user that a pangea screw with a misaligned or fully disassembled inner sleeve is unusable. This situation is quickly resolved by replacing the screw. With no information regarding the implantation technique during this event, and without the mating instruments, further evaluation is not possible. A definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with this implant. This complaint is therefore deemed indeterminate from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.